Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter, information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown fentanyl (35.0 mcg/ml, 29.981 mcg/day) and clonidine (3.0 mcg/ml, 2.5698 mcg/day) via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's catheter was not working properly, and it was replaced on (B)(6) 2018 because it was not sending medications correctly. Her telemetry sheets mentioned catheter revision. The patient's drug(s) had a high concentration as it took a lot to help her; it was not helping her as much. She never asked the healthcare professional for a higher rate. Some days she felt better than others. No further complications were reported.